Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient¿s stimulator was not working for the technician. It was noted that the doctor would like the manufacturing representative to come and troubleshoot the stimulator. It was noted that the doctor did not know when the problem started.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).